Event description:
Gore was made aware of an article in the american surgeon which contained the following information about an implant of the gore tag thoracic endoprosthesis on an unknown date. A patient was successfully implanted with a gore tag thoracic endoprosthesis for treatment of a traumatic transection of the thoracic aorta. The next day, the patient had an episode of agitation, for which he received a single dose of haloperidol. The patient had a reaction to the drug which led to cardiovascular arrest, chest compressions, reintubation, and pharmacologic resuscitation. A follow-up CT scan showed a deformity of the gore tag thoracic endoprosthesis. The physician implanted a bare metal stent to reopen the gore tag thoracic endoprosthesis. The patient tolerated the procedure. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing records for the device has not been performed, due to the device lot number being unavailable.